Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. The investigation confirmed that the device would not start due to an isolated component failure in the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the rick is acceptable. There was no patient harm or injury reported as a result of this incident.

Event description:
(B)(4).